Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 39 mg/dl. The patient was treated with juice and IV (intravenous) dextrose. The patient was released four days later. According to the patient they were receiving the automated delivery restriction alarm.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.